Event description:
The customer reported the internal paddles failed to discharge. There was no report of patient involvement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer had low blood glucose symptoms with result of 93 mg/dl obtained on the aviva system. Caller treated the customer with orange juice. Requested return of suspect device and replacement was sent.